Manufacturer narrative:
Controller exchange in (B)(6) 2021 was reported under MFR # 2916596-2021-03113. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of alarms on the mobile power unit (mpu) yellow wrench and stated that the screen stated driveline power fault. The alarms occurred on both wall power and battery power. The patient denied feeling badly and there was no visible damage to the external driveline noted. The patient changed the controller from primary to backup on (B)(6) 2021 and did not get a backup right away because the patient lived out of state. The patient switched back to primary controller when the alarm was received. The patient arrived in the emergency department (ed) in no acute distress. The alarms were unable to be reciprocated in the clinic and the modular cable was exchanged. The log file showed that the controller was disconnected and shut off on (B)(6) 2021. The patient had power cable disconnect alarms while on battery power seen prior to disconnect. On (B)(6) 2021 the controller was powered back on and the patient reconnected the controller. The power a fault then began on the controller. There was not enough information in the log to determine the reason for the alarms. After that the patient reportedly disconnected and reconnected the driveline. The pump then reestablished the set speed and appeared to be running normally with no further faults. In addition the log file captured several no external power/ low power hazard events on (B)(6) 2021. These alarms were caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. Related manufacturer report number of primary controller: 2916596-2021-03050. Related manufacturer report number of backup controller: 2916596-2021-03114. Related manufacturer report number of mobile power unit: 2916596-2021-03049. Related manufacturer report number of modular cable: 2916596-2021-03072.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the driveline power fault alarms could not be conclusively determined. Additionally, the analysis of the log files also confirmed pump stop events that appeared to be associated with the disconnection of the driveline. Although the cause for the disconnections cannot be determined through this evaluation, the account communicated that the reason for the pump stop events were due to the controller being exchanged. Lastly, a specific cause for the quick driveline disconnection and reconnection on (B)(6) 2021 could not be conclusively determined. The submitted system controller event log files contained data starting on (B)(6) 2021. Atypical power cable disconnect alarms were observed within the file (refer to MFR. Report # 2916596-2021-03050). On (B)(6) 2021, the driveline was disconnected, consistent with the report that the patient changed their primary controller to their backup controller. The log file on their backup controller contained data from (B)(6) 2021. The file captured several no external power events on (B)(6) 2021 when the patient was supported by the mpu (refer to MFR. Report # 2916596-2021-03049). The log file captured driveline power fault alarms starting on (B)(6) 2021 until the end of the file, when the driveline was disconnected. No interruption in pump function was observed during the driveline power fault alarms. It was communicated that the patient changed back to their primary controller. The primary controller contained additional data on (B)(6) 2021. Approximately an hour into the reconnection of the driveline, a driveline power fault alarm was observed. The driveline was disconnected and immediately reconnected. No further driveline power fault alarms were observed for the remainder of the file. The log files showed that the pump appeared to operate as intended at the set speed. Of note, evaluation of the returned modular cable revealed elevated resistance and minor kinks observed on the power a wire that could have contributed to the reported event; however, the driveline power fault alarm could not be reproduced and root cause of the reported event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jul2020. No further information was provided. The manufacturer is closing the file on this event.